Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during pre-dilatation of a mildly calcified, concentric, right common iliac artery the fox plus 7.0 x 40mm balloon catheter was noted to have a longitudinal rupture after the second inflation at 12 atm. The procedure was completed using a second fox plus 7.0 x 20 mm balloon catheter and implanting a selfx 10 x 92 mm stent. There were no adverse patient sequelae. No add'l info available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.